Manufacturer narrative:
Investigation summary: one loose 3ml syringe (p/n 309657) was received. The sample was visually evaluated. It was observed that the syringe had no print present on any part of the barrel. Potential root cause for the missing print defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch #1070680 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: potential root cause for the missing print defect is associated with the marking process. The aql for missing print is %. The defective rate identified is 1 out of 765,600 which is 0.0001%. No corrective actions are necessary based on the defective rate identified. Batch #1070680 is considered in compliance with our product specification requirements.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced missing scale marking. The following information was provided by the initial reporter: material no: 309657, batch no: 1070680. Grabbed an unopened 3 ml syringe to draw up an injection for a patient. After opening the package, I discovered that they syringe has no markings/measurements on its exterior. The syringe was not filled or used and has been set aside. A new syringe was obtained for the injection to be provided. No harm to the patient.